Event description:
The complainant reported to the (B)(6) on (B)(6) 2021, at the (B)(6) medical center that: "3 infant transport mattresses were found already activated when removed from the case. The infant transport mattresses are normally soft clear gel but these were cloudy white and hard. These mattresses were just ordered to replace the deroyal infant thermal mattresses (hnicu-200) because we had complaints about them being difficult to activate. We wanted to make sure that we could find a similar product in our prime vendor system because we completely removed the deroyal from service."